Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the clamp arm was found to have melting or/and wear of the teflon pad at the tip, midpoint and the base. The middle line of the teflon pad was damaged. The component is damaged and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this teflon pad do not show damage. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.